Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a the screen was stuck on blue screen and not resetting. Had to hard reboot. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was running. A technical support specialist (tss) confirmed the device communicated properly, both uploading and downloading, and the bomgar connection worked. The system functioned as intended after the technical support specialist assessed the device.